Event description:
The hcp reported the patient had the pump explanted in 2005 due to an infection. The patient was last seen in the clinic 2 months later and was okay. The hcp has no additional information on the reported event.